Manufacturer narrative:
Based on the results of the investigation, the device evaluation found some reportable findings flooding due to cracks on the side of the connector, cracks on the side of connectors, white scratches. It is likely that the following led to the malfunction: due to a watertight defect caused by connector cracks. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited white scratches, cracks on the side of connectors and flooding. There was no patient involvement.